Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a few months prior to the report, the healthcare provider (hcp) turned the pump settings from zero to four; ¿very high,¿ and he was vomiting for 5 days because ¿his body was getting used to setting.¿ the patient went to the hospital because he had septic shock a few months prior to the report, also reported as in ¿(B)(6)¿. The patient reportedly went outside and did not know why he went outside; was dizzy, delusional, and had a temperature from 98.2 to 104 in less than a minute. It was noted that the pump was increased higher a ¿couple days¿ before he went into septic shock. The pump was reduced very low when he was in the hospital for the septic shock. The hcp reportedly thought the pump was too high when he was in the hospital. The pump was ¿almost off¿/lowest setting possible, and was almost empty, and may need a refill. At the time of the report, the patient seemed to be getting upset. The reporter needed to locate an hcp. The pump system was being used to infuse dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.